Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to turn their implant on with the patient programmer (pp). They stated that the implant had been off and had not been charged since (B)(6) 2017. It was noted that the pp was showing the poor communication screen. The caller was redirected to follow-up with their healthcare professional to address a potential overdischarge. Additional information was received from a health care professional (hcp) regarding a patient. It was reported that MRI compatibility requested. It is unknown whether the MRI is due to the manufacture device or therapy. It was reported that the patient indicated that the device is not working, unable to turn his stimulation on/off with his wand. It was reported that the patient thinks the device is dead and wants the system removed. Additional information was received from a manufacturer's representative regarding the patient. It was reported that the representative re-alleged that the ins was dead. Additional information was received from the patient. It was reported that the patient needed an MRI due to numbness, tingling, weakness, and pain in the right leg and foot. The circumstances that led to the device not working, being unable to turn stimulation on/off, and the device being dead were that the patient was unable to charge due to severe cervical surgery (c-5 and c-6) in (B)(6) of 2017. The patient was in two hospitals for 26 days in addition to the flu and pneumonia. The patient was in isolation and was far too ill to charge the stimulator. After this, the stimulator was left uncharged as it was no benefit whatsoever. The steps taken to resolve the issues were that an appointment was made by the MRI department. The patient was there for several hours. The stimulator was removed on (B)(6) 2018. The stimulator was no benefit for the patient for the entire four years. The patient felt critical information was lacking between a company ambassador, literature, and the installing doctor during the introduction period. The patient stated he could not have an MRI, so he had a CT scan of the lumbar area. The patient said this was adequate enough for the doctor to diagnose. The patient had microdiscectomy and laminectomy on l-4 on (B)(6) 2018. The patient said this corrected a very serious stenosis of l-4. No further complications were reported.